Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during insertion, the dilator did not fit into the balloon introducer, so another insertion kit was used. There were no patient injuries or delays in the procedure.